Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.7 allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late and gel-bleed these are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture baker grade IV and "chemical degradation and peri prothesis liquid" on left side, device remains implanted.